Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had many scratches and the display was worn. No blood glucose reading provided. No further information provided.